Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which cuff atrophy was noted. No information was provided about the patient's outcome. Additional information was received in which it was stated that during the surgical intervention the existing device was removed and a new aus system was implanted.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which cuff atrophy was noted. No information was provided about the patient's outcome. Additional information was received in which it was stated that during the surgical intervention the existing device was removed and a new aus system was implanted. It was further reported that the explanted cuff was a 5.5 cm cuff and it was replaced with a 4.0 cm one. The explanting physician did not implant the original cuff but found it too big and on the correct location. The patient had a history of radiation therapy. There were no device malfunctions associated with the explanted device. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 72404127 serial number null batch/lot number 1000272449 model/catalog description control pump fgs iz model number/catalog number 72400024 serial number null batch/lot number 1000273732 model/catalog description balloon fgs 61-70 cm product investigation completed. Product analysis did not confirm a component malfunction. Based on the results of this investigation, no escalation is necessary.

Manufacturer narrative:
B5, h2, h3, h6, h10 updated. Product investigation completed. Product analysis did not confirm a component malfunction. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which cuff atrophy was noted. No information was provided about the patient's outcome. Additional information was received in which it was stated that during the surgical intervention the existing device was removed and a new aus system was implanted. It was further reported that the explanted cuff was a 5.5 cm cuff and it was replaced with a 4.0 cm one. The explanting physician did not implant the original cuff but found it too big and on the correct location. The patient had a history of radiation therapy. There were no device malfunctions associated with the explanted device. No more information available at the moment. Should additional information become available, it will be provided.

Manufacturer narrative:
Model number/catalog number 72404127, serial number null, batch/lot number 1000272449 model/catalog description control pump fgs iz. Model number/catalog number 72400024, serial number null, batch/lot number 1000273732 model/catalog description balloon fgs 61-70 cm. Product investigation completed. Product analysis did not confirm a component malfunction. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery in which cuff atrophy was noted. No information was provided about the patient's outcome. Additional information was received in which it was stated that during the surgical intervention the existing device was removed and a new aus system was implanted. It was further reported that the explanted cuff was a 5.5 cm cuff and it was replaced with a 4.0 cm one. The explanting physician did not implant the original cuff but found it too big and on the correct location. The patient had a history of radiation therapy. There were no device malfunctions associated with the explanted device. No more information available at the moment. Should additional information become available, it will be provided.